Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event during use on 29-jun-24. The infusion set was in use for half a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.